Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic wedge segmental resection procedure, the device could not be fired after the surgeon attached the reload. They noted that there was a possibility of pre-firing. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.